Event description:
It was reported that this left ventricular (lv) lead was suspected to exhibit loss of capture. Boston scientific technical services (ts) indicated that the lv electrogram has the signal on the trailing edge of the peak of the qrs that looks suspicious and recommend in clinic evaluation. This lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).